Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: zenker's diverticulum surgery. According to the reporter: the stapler did not apply the staples properly. Sutures were applied. There was additional tissue resection around the area that the staples were malformed. This lead to a stenosis in the gullet because of the close situs. A re-operation was necessary. Both operations were on the same day, about 6 hours apart. The reason for the second procedure was due to a small leakage in the posterior part of the suture line on the esophagus. The pt developed life-threatening symptoms (neck swelling, high fever and systemic inflammatory response syndrome) due to the beginning of mediastinitis. The leakage was sutured, a second intraoperative esophagoscopy performed, which showed again no stenosis and no leakage. The infection was controlled with IV antibiotics. The pt was kept intubated until complete healing of the esophageal suture, to prevent further mechanical stress due to swallowing. The first procedure was extended over 30 mins due to the malformed staples. There was minimal bleeding. The pt is well and was sent home.